Event description:
A clinical director reported a case of epithelial ingrowth, observed at five days post bilateral flap lift lasik retreatment surgery. Reporter indicated that there was no change to the standard lasik post operative eye drop therapy. Upon f/u, reporter informed that the epithelial ingrowth was resolved 14 days after the issue was observed. There are two related reports for this pt. This report addresses the right eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).